Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed with product received. Visual inspection of the returned product noted the instrument fractured at the threaded portion. Hardness was taken on the returned product and noted the product is within specifications. A review of DHR noted no deviations/ anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the small tap in the large herbert screw set for clavicle fixation fractured. There was a delay of 30 mins as a result of this event. No adverse events have been reported as a result of the malfunction.